Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mbv5, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that a patient never had therapeutic effect since implant. During the trial the patient did well. The patient had been peeing a lot and had peed five times already since 7 am. The patient got up every 5 to 10 minutes at night and was getting up every 15 minutes over the weekend. She got no rest at night or during the day and the device was supposed to stop her from going to the bathroom so much. The patient did not feel stimulation. It was confirmed that therapy was turned on and the device was set at program 4 at 5.1 volts. The patient's stimulation was increased to 6.1 volts, she still felt no stimulation, and the only thing she felt when stimulation was being increased was the feeling that she had to go pee again. The patient was scheduled to see her healthcare professional in two days. Additional information received from the consumer reported that therapy was still not working for the patient. The patient was experiencing severe pain at the implantable neurostimulator (ins) site and a catheter site. The catheter was inserted on (B)(6) 2015. The severe pain at the ins site had occurred since (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.